Manufacturer narrative:
Initial report ref to natus complaint # (B)(6). Section d4., device information not completed. Awaiting confirmation on part details, serial no. UDI etc. Technical support have requested the customer to confirm if the affected product is available to be returned. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.1. Cause - breakage of pole clamp that holds all components of eds 3 effect (harm) - delay in patient treatment residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Natus drain systems that have broken and caused besafe events to be filed at customers facility. One with broken plastic piece that holds the drain upright. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to sections a2, a3a, b3, d1, d2a, d4, d9, g4. The serial number of the affected part was not provided. The affected product will be returned for evaluation.

Event description:
Natus drain systems that have broken and caused besafe events to be filed at customers facility. One with broken plastic piece that holds the drain upright. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: one pole clamp component was sent back with a break near the top feature that wraps around the pole. There is no visible discoloration of the material, a possible indication was that the user overtightened the clamp to the pole causing the break. The piece that was broken off was not included with the returned part. No design changes have been documented on these parts. Failure mode: it appears excessive force was applied to break the component.

Event description:
Natus drain systems that have broken and caused besafe events to be filed at customers facility. One with broken plastic piece that holds the drain upright. No injuries.